Manufacturer narrative:
Per the tandem user guide: to place the pump in storage mode, connect the pump to a power source and then press and hold down the screen on/quick bolus button for 30 seconds. The pump will beep 3 times before going into storage mode. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidently shut off the pump. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose (bg) level was ¿high¿ on their cgm. The customer addressed elevated bg with a manual dose injection. Tandem technical support provide pump reset steps, customer understood and acknowledged.